Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030647-2016-00149 for the first report. Refer to 8030647-2016-00150 for the second report. It was reported that, "during the assessment and tracheostomy care, the inner cannula was noticed to be unlocked and the suction catheter not swiveling," the patients have become disconnected from the ventilator because the inner cannula has become unlocked." Additional information received on 14-jul-2016 from the distributor that confirmed three incidences with no adverse effects or medical intervention provided. Additional information was received on 21-jul-2016 that states there were a total four reported incidences. There were no adverse patient effects; however, one incident, a patient was disconnected from the ventilator due to the inner cannula becoming unlocked. There was no compromise to the patient and no medical intervention required. No additional information provided.

Manufacturer narrative:
A sample was expected but no sample was returned. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).